Manufacturer narrative:
The system was examined and the reported ¿inconsistent vacuum¿ was not replicated. However, the reported ¿battery issue¿ was confirmed. The central processing unit (cpu) was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on august 31, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿battery issue¿ can be attributed to a nonconforming cpu. After replacing battery, the system was found to meet specifications. Therefore, the root cause of the reported ¿inconsistent vacuum¿ cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vacuum on a system was inconsistent in irrigation/aspiration mode and the central processing unit battery needs to be replaced. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.